Event description:
It was later reported that the sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. During the explant procedure, it was noted that one cable was outside of the lead insulation. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found the outer insulation abraded and the sensing coil exposed and fractured at the same area. The damage to the outer insulation and inner coil was caused by friction to the ICD can. The reported sensing anomaly could occur when the exposed metal of the sensing coil comes into contact with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.